Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: distributor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor intended to close the 7 french femoral wound with the 8 french angio-seal for the final step in his percutaneous coronary intervention (pci) procedure. The doctor completed placing the insertion sheath in the vessel. He then carefully inserted the angio-seal device into the insertion sheath and snapped it together. When he pulled back the angio-seal device, "click" was heard and white colored hands were visible. However, the angio-seal anchor failed to be secured to the tip, therefore the angio-seal device was taken out from the sheath. The doctor was unsure whether the angio-seal anchor and collagen sponge were in the patient, therefore he cut the tip to check. After checking, confirm that both are in the sheath and not in the patient. He eventually opened a new angio-seal 8 french and completed the wound closure successfully, with the patient being stable. There was no blood loss. There was no patient injury and/or medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section e1, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and the carrier tube. The device was subject to visual analysis. The device appears to be in used condition. The hemostasis sheath and carrier tube are fully mated in rear lock position. The distal tip of the device is cut, exposing the collagen and anchor. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be confirmed. The likely cause is obstruction to the device tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).